Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was not holding a charge longer than a week and it used to last for month. The patient also stated that it¿s ¿impossible¿ to get the battery to 100% charge. It was noted that the patient has to walk around during the recharge session. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient charged the ins on (B)(6) 2018 for three hours and it only charged 3/4 of the way. The patient reported that the battery was at 1/4 on (B)(6) 2018. The patient reported that they hate to turn the stimulation on when the ins gets that low because they are afraid that it won't shut off. The patient stated that they used to only have to charge the ins once a month and now they have to charge it every week or less. No symptoms or complications were reported.